Event description:
Consumer called for family member. Blood sugar tested today with high results, nurse retested with another meter and results were normal. Analysis run on clark error grid using competitive reading (122) as reference point vs bd reading (574) yielded data points in the c range of the grid, outside acceptable limits.